Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device had inappropriately triggered an af episode; which was observed via remote transmission. It is believed that the inappropriate trigger was due to premature ventricular contraction (pvcs). Abbott technical support discussed the criteria for af detection and confirmed that the patient's r wave sensing was appropriate. It was also noted that false pause episodes due to loss of contact in the pocket were identified. No programming changes were performed. The patient was stable and will continue to be monitored.